Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and in critical override. The field service engineer (fse) had observed that the station was not communicating, although it was connected to the network, it was not connected to the server. The fse moved the station to a well-known working port, after which the station successfully communicated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was on disconnected mode, critical override and went offline in remote support service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.